Manufacturer narrative:
The end user's mother reported that her daughter had sustained a cut to her right lower outer eye when she fell on concrete while jumping into a swimming pool on (B)(6) 2016. Her daughter required sutures to the area and the nurse at the hospital covered the sutures with the bandage. According to the mother, neosporin was applied to the pad prior to placing the bandage over the sutures. The mother provided conflicting reports as to how long the bandage was in place prior to being changed. One report indicated it was changed daily and another report indicated it was left on for three days. On (B)(6), when the bandage was removed, a burn mark was visualized on the skin under the location of the bandage pad. The end user was seen by an ophthalmologist on (B)(6) and states that she was told that the 'burn from the bandage seeped into the eye'. The physician prescribed restasis for an unconfirmed diagnosis. We have no other details. The end user wears contact lenses and is currently unable to wear them. We have not confirmed the bandage caused a serious injury but due to reported need for medication, and in an abundance of caution, this medwatch is being filed. Device not returned.

Event description:
The end user experienced a chemical burn to the skin, under the pad of the bandage.